Event description:
It was reported that the device suddenly went black during use, posted an alarm indicating a ventilator failure. The machine was back to normal operation after restarting. No patient consequences were resulting from the event.

Manufacturer narrative:
For the investigation the logfile was analyzed. The replaced power supply was not returned. Based on the logfile it could be seen that the device alarmed for ventilator failure due to a power supply failure during the reported event. There was no indication for a technical malfunction for the display found. A display blackout could therefore not be verified based on the available data. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation in man/spont-mode and switched off-state remains possible. The ventilation continues with the last valid settings if the display becomes black during use. Mode changes will be possible with default values by using the keys and selection knob. The replaced hardware was not returned for further investigation. Therefore, a more detailed root cause could not be determined. Dräger finally concludes that the device behaved as specified and issued appropriate alarms to inform the user about the situation. The number of similar cases, related to the same problem, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Event description:
It was reported that the device suddenly went black during use, posted an alarm indicating a ventilator failure. The machine was back to normal operation after restarting. No patient consequences were resulting from the event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.